Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing with ventricular non-sustained tachycardia less than equal to 217 ms on (B)(6) 2012. Also, lead failure predictor with high rate non-sustained less than equal to 217 ms average v-cycle on (B)(6) 2012. The save to disk review found that lead integrity alert triggered with patient alert for lead failure predictor on (B)(6) 2012.

Event description:
It was reported there was noise on the right ventricular (rv) lead channel and episodes of non-sustained ventricular tachycardia due to the noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.